Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. Upon application on the appendix, the jaws locked on tissue, it was removed on a normal way. He claimed that when closed the stapler on the tissue, the knife split the tissue without it being fired. Loops were used in order to secure the result. The patient was alive with no injury.